Event description:
Inappropriate shocks and episodes were detected due to ventricular oversensing. It is unknown if the cross talk is from atrial pacing or insulation damage. The lead was capped.

Event description:
New information received indicated that externalized conductors between the svc and rv coils were observed via fluoroscopy on the previously capped lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.